Manufacturer narrative:
At this time no conclusions can be made. O as reported the patient underwent two procedures during which a portion of the mesh was explanted. The reason for these procedures has not been specified. During the second reported procedure, which included an orchiectomy, as reported ¿scar tissue and induration associated with the mesh¿ was noted. At this time information is limited, no specific device issue has been reported, and no medical records have been provided a review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time; should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002: the patient underwent left inguinal hernia repair. A medium bard/davol perfix plug, was implanted in the patient during this repair. On (B)(6) 2016, the patient underwent partial removal of the failed bard/davol perfix plug. On (B)(6) 2016: the patient underwent additional removal of the failed bard/davol perfix plug, which necessitated the removal of patient's left testicle. It is alleged that upon entering the patient's groin, the surgeon noted "there was really a large amount of scar tissue and induration associated with the mesh." The surgeon determined that "it is obvious this cannot safely free the cord structures including the vessels from the scar tissue and the mesh and the decision was made to proceed with orchiectomy." As alleged, the bard/davol perfix plug is defective. It is alleged that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.